Event description:
Report received from the USA stating that the "sheathing is cut". The event did not occur during surgery. There were no user or patient injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).